Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 222 mg/dl on their meter and 146 mg/dl on the lab. Tests were done within 10 minutes with a difference of 52%. Patient did not experience any adverse events. Control solution test passed on the meter.